Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report #'s 1627487-2013-00314, 00316 and 00317. The patient ((B)(6)) was implanted with two therapy systems for treatment of trigeminal neuralgia consisting of two surgical leads from different lots and two percutaneous leads from different lots. It was reported surgical intervention was undertaken to explant the devices due to lack of efficacy. The patient has decided to utilize an alternative method of therapy.